Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a device upgrade. During the procedure, the physician noted a small insulation defect on the patient's atrial lead. The physician repaired the lead with silicon glue and a suture sleeve. The patient was stable throughout.